Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that a lost sensor alarm was received. Customer also indicated that calibration errors have been received during normal use. The customer indicated that their blood glucose was 43 to 151mg/dl and the pump also suspended when blood glucose was not low. The sensor glucose level was unknown at the time. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to wait until blood glucose can stabilize to recalibrate and to restart the sensor. Customer was advised to change out the sensor and that the device would be replaced and to return the sensor for analysis.